Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however photos were provided for evaluation. Visual inspection of the returned photos found that the anchor is broken into two pieces, proximal part is attached to the inserter, distal part is held by the suture and slightly impregnated with biological matter. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the lupine br w/orthcrd would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables such as handling of the device or product interaction during procedure; excessive tension was applied to the suture and consequently caused the anchor fracture. As per IFU-109002 excessive tension may overload the anchor or suture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure, the lupine br w/orthcrd device, after anchor implantation, during implant shaft withdrawal, the anchor was broken off, removed all the broken parts. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the anchor is broken into two pieces. Proximal part is attached to the inserter, distal part is held by the suture. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the lupine br w/orthcrd would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables such as handling of the device or product interaction during procedure; excessive tension was applied to the suture and consequently caused the anchor fracture. As per IFU-109002 excessive tension may overload the anchor or suture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: there were no non-conformances regarding this lot.